Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient requested a pocket revision because they did not like the location of the device. The right ventricular (rv) lead had exhibited a gradual rise in threshold and impedance, so the rv lead was explanted and replaced during the procedure. No patient complications have been reported as a result of this event.